Event description:
A surgeon reported that he has had "several patients with unexpected outcomes; they are coming out a little more myopic." No patients were identified by the surgeon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be identified by the investigation. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).